Event description:
Customer was feeling ill, she was unable to run test, because she was getting an error. The customer stated the device is displaying a code 000, the device code key is marked 007. The customer ate a banana and felt better. A request was made for the return of the suspect device and replacement product was sent.